Event description:
It was reported that during a lavh procedure, the hand activation stopped working. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis. (B)(4).